Event description:
The patient came in presenting pain that was determined to be due to a broken ceramic femoral head as the result of a fall. About 13 years and 6 months after the primary surgery, the surgeon revised the 28mm biolox head to a same size biolox head, and revised the pe double mobility d 28 mpact liner to a same size liner. The surgery was completed successfully. No previous revision surgery was reported.

Manufacturer narrative:
Batch review performed on 30 march 2026. Lot: 115766: (B)(4) items manufactured and released on 05-apr-2012. Expiration date: 28-feb-2017. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.